Manufacturer narrative:
Device received with blank display due to moisture damaged on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Device received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, fading serial number label, stained keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a long crack beginning from the top of the device. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.